Manufacturer narrative:
(B3) date of event: used the 1st day of the month of the bsc aware date as no event date was provided. Device evaluated by MFR.: a gladiator elite 12.0 x40, 75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. No tears or holes were visible in the balloon. The device was attached to an encore inflation device and positive pressure was applied; however the balloon did not inflate. The device was soaked in the waterbath to soften hardened medium or blood that was present in the device. The device was removed from the bath and was attached to an encore inflation device and positive pressure was again applied. A balloon pinhole leak 15mm proximal of the distal markerband was identified. No other issues were noted. A visual and microscopic examination of the balloon material identified no other issues. The rated burst pressure for this device was 14 atmospheres as per print on the hub. A visual and microscopic examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 60% stenosed, intrastent target lesion was located in the non-calcified subclavian vein. A 12.0 x40, 75cm gladiator balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. No patient complications were reported.

Manufacturer narrative:
Date of event: used the 1st day of the month of the bsc aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. The 60% stenosed, intrastent target lesion was located in the non-calcified subclavian vein. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured. No patient complications were reported.